Event description:
Heavy periods, severe cramps, pregnancy which ended in stillborn. Became pregnant in 2016. Thermachoice done in 2013. My son was stillborn. Had to have hysterectomy. Depression over incident. Off work for medical care and employer terminated me.